Manufacturer narrative:
Result: lock lever.

Event description:
It was reported by service report that the right leg support was not locking or ratcheting in place. No pt involvement or adverse consequences are reported.